Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: during a power surge the sdc# shut off and took several minutes to come back up. Probable root cause: isolation transformer malfunctions, power strip malfunctions, circuit overload, current inrush, use error. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the product shut down during a power surge.